Manufacturer narrative:
The field service engineer adjusted the cell rinse water volume. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 6.10 mg/dl. The repeat result was 8.45 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number is 62699901 and the expiration date is 30-jun-2023.

Manufacturer narrative:
The field service engineer found that the rinse water volume was too high and checked the washing stations. The investigation is ongoing.